Event description:
The pt was admitted to the hospital with complaints of chest pain, palpitations, and shortness of breath and underwent a right and left heart catheterization, left ventriculogram, aortography, right femoral angiography, and cardiac output by thermodilution and fick. Access was obtained via the right femoral artery using a modified seldinger technique. A 5f sheath was inserted into the right femoral artery. A 7f swan-ganz catheter was used for the right heart catheterization. The pt tolerated the procedure well. An angio-seal device was deployed in the right femoral artery and manual pressure was applied to achieve hemostasis on the venous side. Total contrast 120 cc, fluoroscopy time 6.7 minutes. Fluoroscopy revealed calcification of the aortic valve as well as the mitral annulus. The left anterior descending artery and a diagonal branch had a 50% stenosis; the ejection fraction was approximately 70%. The right femoral angiogram revealed the puncture site was just above the bifurcation of the femoral profunda and superficial femoral arteries. The physician recommended medical treatment at that time. Within an hour post procedure, the pt developed symptoms of vascular insufficiency; the leg was cold, pulses were absent, and color was blue. A duplex study revealed an occluded superficial fmeoral artery with dampened flow. The common femoral and femoral profunda arteries were patent. The decision was made to explore the right groin. Under general anesthesia, a skin incision was made in the right groin. The pt received heparin 5,000 units. A transverse arteriotomy was made at the common femoral artery level. Acute thrombus was present, and a foregin body was present inside the artery (thought to be part of the angio-seal device); this was removed. An embolectomy catheter was passed distally, revealing a moderate amount of thrombus. The artery was then closed. At that point a doppler pulse was obtained at the posterior tibial and peroneal level; however, there were no signals noted at the dorsalis pedis level. The foot had more pink color than previously. The physician elected to do a cutdown procedure at the anterior tibial artery just distal to the knee. An embolectomy catheter was passed distally, removing acute thrombus. The artery was then closed and bloodflow was restored. A palpable pulse was present at the dorsalis pedis level. A final angiogram revealed good patent superficial femoral popliteal and three vessel outflow to the foot. All wounds were irrigated with antibiotic solution. The incisions were closed and sterile dressings were applied. The pt tolerated the procedure well and was transferred to the recovery room in stable condition.